Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while at home, the patient began feeling dizzy. At that time, the cgm reading was 320 mg/dl. The patient contacted her spouse, who performed a fingerstick blood glucose (fsbg) test and obtained a reading of 260 mg/dl. Although glucagon administration was reported in association with this event, there is no documentation within the reported timeline confirming when it was administered. Following the reported glucagon injection administration, the patient continued to feel dizzy and subsequently lost consciousness (loc). The patient's spouse immediately transported her to the emergency department (ed). Upon arrival, the patient remained unconscious. The patient was unable to provide any blood glucose (bg) or cgm readings obtained during her ed stay because she was unconscious at the time. According to the patient, her spouse reported that ed staff administered IV fluids, and the patient regained consciousness several minutes later. The patient remained in the ed until her glucose level were within normal range; however, no glucose readings were provided, as the patient could not recall them. The patient was subsequently discharged home. At the time of the report, her condition had fully resolved and she was doing well. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.